Manufacturer narrative:
(B)(4). Batch #t5aj53. Investigation summary: the analysis results showed that one gst60g reload was returned unfired with 11 double drivers and one single driver missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged from right proximal side. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached as to what may have caused the reload pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was the plastic portion of the cartridge damaged? Was the metal cartridge pan separated from the plastic portion of the cartridge? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastric bypass, the reload fell apart while loading it into the stapler. This was not in close proximity to the patient. There were no patient consequences and there is no additional information.